Event description:
This resident was being moved in a reclining shower chair, when the front support of the chair which the "toilet seat" rests on, collapsed; causing the resident to fall through the chair. The seat is secured with four small screws (2 in front and 2 in back). When the front support because disengaged, the entire seat gave way.